Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, upon insertion surgeon noted that the lens was scratched, but he felt that the inserter arm was bent and had dragged over the top of the lens. Hence the lens was removed and a backup lens was inserted using a new cartridge and loader. There was patient contact. Procedure completed on the same day using another lens.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A facility representative reported stating "upon insertion surgeon noted that the lens was scratched, but noted that he felt like the inserter arm was bent and had dragged over the top of the lens. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report of a bent inserter arm; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.